Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in the hospital for pancreatitis. They were admitted last night from emergency department for back pain. The patient was diagnosed with pancreatitis. During the night, they began having continuous low flow alarms. A dobutamine drip was started at 2.5 mcg for right ventricular dysfunction. The patient had kinks in their proximal driveline which frequently refused to wear anchor and careless with driveline. Log file captured low flow events on 05jul2024. Other than the proximal driveline kink, the submitted images were unremarkable. Additional information stated that the patient passed away due to right ventricle failure. The patient had frequent readmissions for volume overload secondary to right heart failure with associated acute kidney injury and liver failure, non-compliance with sodium, fluid restrictions, non-compliance with diabetes care. They were not eligible for transplant due to social issues, and all those health issues. The patient had mild-moderate right ventricle dysfunction prior to implant. Right heart failure was not caused or contributed by a device related issue. The death was not considered to be device related also. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed through the submitted log files; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed transient low flow alarms on (B)(6) 2024 that became persistence and lasted as long as 4 hours per the log files. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. It was reported that the device operated as expected, and the patient¿s outcome was not considered to be device related. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, renal dysfunction, hepatic dysfunction, and death. Section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 also cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.